Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3095, serial# unknown, product type extension product ID neu_unknown_lead, lot# unknown, explanted: 2013-(B)(6), product type lead product ID neu_unknown_lead, lot# unknown, explanted: 2013-(B)(6), product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
.

Event description:
Additional information received reported the loss of therapy was resolved by the implantation of the two leads and the extension. The patient was doing fine.

Manufacturer narrative:
Analysis of the extension found no anomaly. Analysis of the lead found no significant anomaly. The #0 and # 1 conductors were stretched and broken on the lead due overstress damage. The #1 conductor weld was broken. The #0 and # 1 conductor wires and the #0 conductor sleeve were not received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the event happened during a revision of the leads. Lead migration and loss of stimulation effect were noted to be the reason for the revision. The device and extensions were removed in order to exchange the leads. Unscrewing the extension from one lead was possible without any problems. The other lead was stuck and it was not possible to disconnect from the extension after unscrewing. The lead was destroyed when pulling it out of the extension. After implanting two new leads, a new extension was used to insert the leads into the device. A follow up report will be sent if additional information is received.